Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was experiencing alignment issues. After being examined, it was found that the implant was spun at the condylar segment junction and the device was fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient underwent knee arthroplasty revision due to previously reported issues.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the femoral component were reviewed and no deviations or anomalies were identified. This device is used for treatment. It is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Undated x-ray images that were provided show two unidentified rectangular-shaped and one circular objects floating on the upper posterior lateral side of the reconstructed femur at about the level of the junction between the femoral and extension components. A definitive root cause cannot be determined with the information provided.